Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that hemostasis failed when using the angio-seal device. During the procedure, when the device/sheath assembly was withdrawn to position the anchor against the vessel wall, the anchor was not positioned and the anchor and collagen were withdrawn together and hemostasis was not achieved. The device was not used and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. There was no health damage to the patient. No other equipment or devices were used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.